Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse nxt platform (sn (B)(6)) was deployed to resuscitate a patient (weight - approximately 300 lbs. And height - approximately 6 ft.) In cardiac arrest. After performing 24 minutes of compressions, the nxt platform turned off. The crew replaced the nxt battery, the platform powered on, and shut back down. The crew immediately reverted to manual CPR. Also, the customer mentioned that the crew did not notice an illuminating yellow alert indicator on the nxt platform's user control panel before the platform turned off. No consequences or impacts on the patient. The customer downloaded the performance report, which showed code 1290 (motor temperature sensor fault). According to the customer, the patient was large and may have blocked the vents. Back at the station, the customer tested the nxt platform with a CPR manikin, and it functioned as intended. Also, the same platform was used on another patient call three days after the reported event, and it functioned as intended with no issues.

Manufacturer narrative:
The customer reported that the autopulse nxt platform (sn (B)(6)) turned off after 24 minutes of compressions. Based on the archive data review at zoll, the platform stopped compressions, and there was no loss of power. The returned nxt platform passed all the testing at zoll and functioned as intended. As the customer mentioned, the likely root cause of the reported complaint was the large size of the patient and potentially blocked vents. Per the autopulse nxt user guide, do not block the platform vents. If airflow through the vents is obstructed, the temperature of the platform may rise. If the platform overheats, the alert indicator illuminates, and the platform stops compressions, the start button is disabled, and compressions cannot continue. Upon visual inspection, no physical damage was noted. The archive data review indicated the occurrence of alert 120 (motor alert) and alert 1290 (motor temperature sensor fault) during the reported event. The alert code 120 indicates that the motor reached 100°c and remained below 110°c long enough to get this temperature warning. The nxt platform flashes the attention triangle. Eventually, the motor did reach 110°c, which tripped 1290 and stopped compressions. The device requires more energy to compress large patients. The motor will generate more heat, which will raise the motor temperature above the thermal limit. The nxt platform passed the functional testing with no issues. The nxt platform underwent continuous testing using the mztf with four batteries until discharged without issues. Following service, the nxt platform passed final tests without issues.